Event description:
The customer reported that during a routine check of the iabp, the unit would not power up. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and replaced the cart power supply (part number 0014-00-0255) and upgraded the software to b.07. Performed full calibration, functional testing and safety check to meet factory specifications. The iabp was in good operational conditions and was released to the customer. The power supply was received by the manufacturing facility at (B)(4). The evaluation performed confirmed the failure. The power supply was sent to the manufactured or additional testing. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).